Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204 and damaged monitor) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the canh wire. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was damaged and displayed a service code 204 (belt/monitor unusable).